Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation utilizing the solero system. When the ablation was initiated, the unit displayed a "high reflective power" warning message, and the probe would not activate. The treating physician repositioned the probe with the same results. It was reported the physician determined not to continue with the procedure due to this event. As the treatment was not completed, the patient had been unnecessarily sedated. This event has been determined to meet the criteria of a reportable event due to patient safety risk. It was reported the patient suffered no harm or injury due to this event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. A visual examination noted the probe shaft was slightly bent. The device was connected to the laboratory testing solero generator. The pump was activated, and the device was primed with water. After priming, the tip of the device was placed in water and the ablation was activated. Test ablations were performed, and the results are as follows: no high reflective power was noted, as reported in the complaint description. The device was then visually inspected. The cartridge cover was removed to inspect the n-type. There was a green/blue discoloration under the washer indicating the presence of moisture at some time. The screw cap was removed and additional discoloration was noted inside the n-type indicting infiltration of water. The boot was removed showing poor soldering of the cable to the outside of the n-type. This could allow saline to slowly make its way into the n-type creating the hrp failure. This flow path should have been found as an air leak during testing. This is a manufacturing error. The customer's complaint description of high reflected power (hrp) could not be confirmed, but evaluation of device assembly indicates that manufacturing assembly may have contributed to the reported hrp event. The root cause for this event is manufacturing error. As a correction, the complaint was reviewed with the manufacturing team. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "using either the optional footswitch or the microwave power button on the upper right side of the front panel, start the application of the mw energy. The timer graphic located on the left of the display will begin to count down to zero as soon as the energy is activated. The delivered power will be displayed to the right of the timer graphic. Caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue. The ablation is considered complete when the timer reaches zero." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).